Event description:
The reporter states that the customer obtained 400 mg/dl and 100 mg/dl on the accu-chek aviva system. The reporter also states that the customer obtained an additional comparison with results 200 mg/dl and 100 mg/dl on accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.